Event description:
Formula stent was place by physician in the right common iliac in the spring of 08 for an occlusion. The procedure went well and the results were satisfactory. When the patient came back to the surgeons office for a 6 month follow-up, he complained of the same symptoms he was having before the stent was placed. The physician performed follow-up angiogram and the stent was occluded. After closer observation, the physician detected that the formula stent appeared to be fractured. Patient outcome unknown.

Manufacturer narrative:
Event evaluation: this event is still under investigation.